Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to fluid loss in the tubing connection. It was noted that the tubing was not connected and it was broken. The ipp was explanted and replaced. No patient complications reported.